Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully completed reset with no repeat of malfunction, was advised that pump could continue to be used, and was instructed to call back if malfunction recurred, which customer acknowledged and understood.